Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ hypodermic syringe luer lok¿ has a malformed seal around the top of the plunger. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one physical sample and one picture sample were received for evaluation by our quality engineer. Upon examination of the provided samples, extra material was observed on the stopper within the barrel of the syringe. The extra material is residual stopper material. A device history record review of lot 1608003p showed no anomalies during the production of the provided lot number that could have contributed to the observed/reported defects. Incoming inspections are completed regularly to prevent the distribution of defective product. Equipment of manufacturing line is regularly cleaned according to procedure. The stoppers are produced by an external supplier and bd has submitted a formal complaint to the supplier for this incident. A definitive root cause cannot be determined. Based on severity and occurrence no formal CAPA is required according to internal procedure.